Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. On (B)(6) 2025 the firm was notified by the physician that the patient is reporting pain or discomfort at the location where the extra lead coils for the nalu system are placed. A surgical revision was performed on (B)(6) 2025 to remove the existing 8 contact leads and replace them with 4 contact tined leads. The implantable pulse generator (ipg) also required replacement to accommodate the new lead type.

Manufacturer narrative:
The patient is reported to have minimal weight change since the implant of the nalu device, no more than 10 pounds. There are no reports of migration or other movement of the nalu components and no complaints of any system or component failure or malfunction. The patient continued to report receiving good pain relief from the nalu system other than the discomfort at the site of the lead coils. There are no allegations or indications of any system or component failure. Although the patient reported only minimal change, it is likely that the placement of the leads was adversely affected by the patient's weight loss.